Manufacturer narrative:
A representative device was received; however, an evaluation was not performed by the manufacturing site, but was evaluated at the user facility by a company representative. During this time, it was found that the user facility was not cleaning the device according to the instructions for use.

Event description:
It was reported that during equipment testing conducted at the user facility after the sterilization process that the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device will not be sent back. Per email, only one of these devices will be sent back.

Event description:
It was reported that during equipment testing conducted at the user facility after the sterilization process that the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.